Manufacturer narrative:
Follow-up # 1 date of submission 10/06/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed cs 087 call service alarms; however, no cs 064 call service alarms were observed. During testing, the pump powered on and immediately emitted a cs 069 call service alarm that could not be cleared; therefore, further investigation of the cs 064 call service alarm could not be completed. The recorded cs 087 call service alarm and emitted cs 069 call service alarm relate to a failure of the u39 component on the printed circuit board. The pump case was removed and no evidence of an intermittent condition was found in the motor circuit.

Event description:
On (B)(6) 2014, the reporter contacted animas that the pump was emitting call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).